Manufacturer narrative:
Sensor ((B)(4)) has been returned and investigated. Visual inspection was performed on the returned sensor and no issue was observed. The sensor adhesive was returned. An extended investigation has also been performed. The device history record (DHR) was reviewed and verified that the unit passed all tests. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc requirements. No malfunction or product deficiency was identified.

Event description:
The customer reported experiencing an adverse reaction while wearing an adc freestyle libre sensor and experienced symptoms described as skin irritation and rash. The customer had contact with a healthcare professional and received unspecified medication for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing an adverse reaction while wearing an adc freestyle libre sensor and experienced symptoms described as skin irritation and rash. The customer had contact with a healthcare professional and received unspecified medication for treatment. There was no report of death or permanent injury associated with this event.